Event description:
Harmonic scalpel was used in a thoracoscopic case. The disposable endo shear was connected and tested according to the manufacturer's recommendation. The shear was used successfully for approximately two hours when the generator made unusual sounds. The disposable shear was changed to a new one that worked well for another hour; then, the generator showed instrument failure. The shear was replaced with a new shear, which worked well for about one hour; then, the generator showed instrument failure. The case was almost completed so another shear was not used. Ethicon representative not available on pager.